Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Immediately after disconnecting the light guide cable from the device, the distal end of the light guide cable touched the patient. The device did not work normally because the light guide lens of the endoscope and other were dirty, and the distal end of the endoscope touched the patient when the illumination became brighter than necessary.

Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When the cover was removed after a laparoscopic right inguinal hernia repair with the device, unspecified electrosurgical unit, unspecified bair hugger, uhi-3, and otv-s7pro, the user found that there was a 1.5 mm flare and blisters near the upper right anterior iliac spine of the patient. The cover was not burnt. Other detailed information was not provided.